Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement fusion cable shipped to site (B)(4) 2014. Medtronic representative reported replacing the power cord resolved the issue. System functioning normally. Suspect power cord was disposed of on-site and will not be returned.

Event description:
A medtronic ent representative reported a navigation system that shut down unexpectedly when the external power cord attachment on the back was manipulated. In trouble-shooting the internal connection to the isolation transformer was confirmed to be fully seated. There was no patient present when this issue was identified.